Event description:
It was reported to philips that the system could not emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergent) treatment; the procedure was completed on the same system after a restart, with a delay of less than 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system turned off unexpectedly and failed to emit x-rays. Analysis of the log file showed a malfunctioning frontal ip-pc. Upon troubleshooting, the fse identified an ippc software failure, causing slow startup and acquisition. Multiple reload attempts failed. To resolve the issue, the fse replaced the ippc, reloaded the software, and created a backup image. The defective ippc was returned to philips for failure analysis, but the cause of the ippc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.